Manufacturer narrative:
Pump received with no motor movement or negligible movement. Retries to free a stuck motor failed during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. No pump error 43 alarms noted during testing.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer¿s blood glucose level was 99 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.